Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit alarm and failed battery test. The customer states they had no delivery alarms. The customer states they had blank display. The customer's blood glucose level was 250mg/dl. Troubleshoot was conducted. The customer was able to power pump back on with battery change. The customer was advised to monitor the device and call back if issues persist.